Event description:
2 brush heads came apart when cleaning teeth; bottom head came loose on 1, and broken off of another (device breakage) no adverse event. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual action brushheads came apart. The bottom head of 1 brush head came loose, and it broke off of another brush head from the same pack. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.